Event description:
According to the reporter: one pediport leaked on removal of trocar. On closer inspection the surgeon noted a piece of grey plastic had deposited in the patient. This was retrieved. It appears to be a piece of the seal that has broken off the inside of the cannula. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).